Event description:
The facility reported an underdelivery during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.